Event description:
It has been reported to philips that the screening happened from frontal tube without saving any images. As soon as the screening was stopped the screen went blank. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure got delayed about 4 minutes and it got completed after rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that even though it was screening could not save any images with it. Upon functional testing the fse found that, unable to recreate frontal database as patient study, could not be archived. Review of the system log file showed that the system had multiple occasions of fluro store unavailable and image disk full. To resolve the reported issue, the fse cleared the image pc database. After which, the system was returned to use in good working order. Eleven weeks later, however, the system was reported as fluoro images are not saving due to disc failure and to resolve the issue, frontal ip pc was replaced, and frontal and lateral image stores were recreated and tested the system. After which, the system the system was returned to use on good working order. The codes were updated based on the investigation outcome.